Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient had a tubing issue as it was cracked/broken. The tubing came apart from the infusion set prior to use. In the investigation it was found that the glue was missing from the tubing connector (glue was misplaced on the tubing connector). No further information available.